Event description:
The patient was being treated for possible pneumonia and recieving oxygen via nasal cannula. The patient's mother was holding him and called staff to the room for an over heated heated nasal cannula. Staff found the tubing near the patient too hot to hold. No injury was noted to patient or mother. Biomed was unable to replicate with testing. There is thought that tubing could have been wrapped in blanket as mother was holding patient.what was the original intended procedure?delivery of heated oxygen through nasal cannula.device #1is this a laboratory device or laboratory test?no.